Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported forceps table does not return to its home position issue could not be reproduced and the root cause of the issue could not be determined; no problems found with the device. The event can be detected by following the instructions for use section below: ¿inspection of the forceps elevator mechanism". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event (forceps elevator not moving) when the insertion tube was coiled as it would be in a patient. In addition, service found angulation was low. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator on the subject device was not returning to the home position while in the patient and there was trouble removing an instrument. There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.